Manufacturer narrative:
The field service engineer was unable to determine a cause. He checked the rinse mechanism, cell wash, gear pump, and reagent dispense. The customer ran qc which was acceptable.

Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 result for one patient sample from the cobas 6000 c501 module. The initial result was 3.40 mg/dl and was reported outside of the laboratory. On (B)(6) 2021, the result from a second sample from the patient was 0.6 mg/dl. The repeat result for the first sample was 0.871 mg/dl and the result was amended. The reagent lot number was 47624401 with an expiration date of 31-jan-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As qc recovery was acceptable, there was no indication for a performance issue of the reagent or instrument.